Event description:
International affiliate reports occiput - t2 instrumentation was performed on a rheumatic patient using the mountaineer oct spine system in (B)(6) 2011. The patient later experienced a swallowing disturbance and revision surgery was performed. The surgery found the occipital plate was broken. The plate and its screws were removed and replaced. The explanted devices were discarded by the hospital.

Manufacturer narrative:
No conclusions can be made. The plate was discarded by the customer and is not available for evaluation. Review of the device history record found no discrepancies during the manufacturing process. Complaint trend analysis found no other complaints have been reported for this production lot. The tabs of the plate can be bent to conform to the patients anatomy. As noted in the products surgical technique, the oc plate can be bent to a maximum of 15 degrees but in one direction only. Care should be taken not to over bend the plate beyond the recommended 15 degrees. At this time, the complaint is considered to be closed. (B)(4): device discarded by hospital.